Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. (B)(6). Visual and microscopic inspections were performed on the returned device. The proximal coil was broken and the portion of the wire distal to the fracture site was missing. The proximal coil should measure approximately 270mm in length. Only about 253mm of unraveled proximal coil was present. The remaining portion of the proximal coil, the sensor, the distal coil, and the dome were all missing. The end of the proximal coil was twisted and the coil was stretched and wrapped around itself near the fracture site location. The core wire and trifilar were also broken. The distal end of the broken core wire was bent. It is possible this damage occurred as a result of mechanical strain during the procedure. The complaint description indicates that approximately only 2cm of the distal tip broke off during the procedure. A break at 2cm from the tip would only cause damage to the distal coil. The device was returned with a break in the proximal coil and the distal coil was missing. It is unknown what damage occurred during the procedure and if the device was further damaged after the procedure. We were also unable to conclusively determine how the initial resistance was observed. The instructions for use (IFU) warn to never advance, torque or retract a pressure guide wire which meets significant resistance, and cautions the pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. This was a peripheral procedure. Under adverse effects, the major risks of peripheral angiography or peripheral angioplasty include: dissection, abrupt closure, perforation, embolus, and spasm. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported a piece of the manufacturer's wire remained in the patient's radial artery after pci procedure. Lad was intubated with launcher medtronic ebu 3 5 6 f catheter. Ffr was measured in proximal lad (significant stenosis). Cx ectopic from rca. Dominant rdc stenosis for elective pci. Pci was performed with x position s des implantation. Pci ended successfully. After the completion of procedure and during guide wire retrieval, strong resistance was felt in the forearm (approx. At the point of entrance into the radial sheath). Vascular surgical intervention was considered as the last 2cm part of wire remained in the right radial artery (the wire broke down during removal). The whole system was removed with the wire protruding from the guide catheter approximately 10 cm (as is the standard procedure in our cathlab with protruding wire, protecting radial artery from guide catheter injury). When the wire broke down, a thin metallic string was protruding from the artery (at the skin level) which was caught by pean forceps but broke down during retrieval attempt. Approximately 2 cm of the distal part of wire was left in right radial artery. Another scheduled pci is planned in a few weeks. The patient was hospitalized for scheduled coronary angiography and pci. Though it was reported the event with device did not prolong the hospital stay, when asked if patient was discharged as expected it was noted the patient was going to stay for at least one day after pci for observation to ensure the radial pulse was controlled. Patient was discharged from hospital next day on (B)(6) 2016,one day after initial procedure. Condition of patient was noted as stable. The aforementioned staged pci was subsequently performed via femoral approach. During that procedure, the patient's right brachial artery was also accessed in order to assess the right radial artery and the retained wire tip. Multiple projections showed the wire tip in the distal segment of the radial artery (at the level of the wrist). The retained fragment was protruding from the vessel into surrounding tissues and bent twice. Flow was described as "good" within the right radial and ulnar arteries, so the decision was made to leave the device tip in place. Vascular surgery has been considered as an option for retrieval, but has not been performed to date. The radial puncture place was well healed with no signs of inflammation or irritation. Vessel: proximal lad lesion, no tortuosity, no calcification. Ectopic cx.